Manufacturer narrative:
H10: h6: the reported fast-fix 360 curved needle delivery system, used in treatment, will not be returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 would not deploy. An exact root cause cannot be determined with confidence. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, during an meniscal repair surgery, the t2 implant did not deploy from the fast-fix 360 delivery system. It is unknown if a backup device was available and if a delay happened in the procedure. No patient complications were reported.